Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the motor had failed, which caused the pump to under infuse. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump roller was not working. They did not provide any additional information. When the pump was returned to mmdg for investigation, the pump did not infuse accurately. It was outside of the volumetric range that mmdg considers not reportable. Mmdg followed up with the initial reporter who stated that the complaint did not occur on a patient. The volumetric accuracy failure was discovered at mmdg. (B)(4).